Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. An investigation was completed by the original equipment manufacturer and determined that there was no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be a need for an updated version of hardware to combat the diego elite console from loading and activating slowly. Since the software and card edge board were all updated with current versions, an outdated hardware will cause this issue of loading and activation in a timely manner.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the reported issue was not confirmed. The device was tested and passed all functional testing with no issues observed. All output powers are within specifications and passed the leakage current test. Unrelated to the reported issue, dents and minor scratches were observed on the housing unit and does not affect the functionality of the device. Based on evaluation findings the reported issue was not confirmed as the device passed all functional testing and no issues were observed.

Event description:
It was reported that in the middle of a sinus surgery procedure the device was observed to be not functioning. The user is having a long boot and activation issues. The intended procedure was completed without any delay. The same device was not used to complete the procedure. The serial number of the device used to complete the case was not provided. There was no patient harm or injury reported. No user injury reported.